Event description:
It was reported that during a pta treatment procedure, the talon balloon ruptured at 12 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a shunt in an unspecified vessel. The physician used a 5 fr medkit introducer sheath for vascular access, and a transcend ex guide wire to cross the lesion. The talon balloon was removed and replaced with a symmetry balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.